Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019. The customer troubleshot with tech support over the phone. The customer replaced the central processing unit (cpu) on the device and requested the option codes. The option codes were provided to the customer and the issue was resolved.

Event description:
The customer reported backup alarm failure. The device was in clinical use at the time of the event, but no patient harm was reported.